Event description:
Using medtronic g680 insulin pump and it was giving me insulin and causing me to have very dangerous lows (41) for example. I had not put in insulin in pump to be distributed. This has happened several times since receiving the upgraded pump. This has happened too many times since I have received new pump. I don't put insulin to be delivered to me through pump but my sugar decreases rapidly.